Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: device manufactured between (B)(6) 2021 to (B)(6), 2021. H10: the device was received for evaluation. Unaided eye visual inspection was done which observed an incomplete sealing at the bottom shoulder port weld areas. A functional testing was performed which revealed a leak on both sides at the bottom shoulder port weld areas. The reported condition was verified. The cause of the condition could not be determined; however, was possibly due to a defect in the manufacturing equipment weld process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked. The leak was discovered during the compounding process. There was no patient involvement. No additional information is available.